Event description:
Boston scientific was notified that during an event when the gdc 10-3d 3d-shape synerg detection circuit was inserted into the hub of the catheter, resistance occurred. The detached coil was retrieved from the lesion of the hub, when the delivery wire was pulled. No complications with the patient as a result of this event.